Event description:
It was reported that the pump battery was unresponsive. Customer plugged the pump into a power source and the pump display turned on. Customer's blood glucose (bg) level was 553 mg/dl. Elevated bg was addressed with a bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.